Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 where the ipg was explanted and replaced with another model. The issue is now resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at the ipg site. As such, the patient may undergo surgical intervention at a later date to address the issue.